Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of below 50 mg/dl. Cause of bg level was due to customer had administered two manual injections and delivered a correction bolus via the pump at the same time. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2023 with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.